Event description:
The customer reported that their freestyle freedom meter would not turn on when a test strip is inserted. As a result, the customer reported his glucose level was high and that he ruptured a vein in his eye. The customer was treated with insulin at a hospital and diagnosed with hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.